Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with rod instrumentation at unknown levels. Approximately 3 months post-op, patient underwent an irrigation & drainage procedure for an abcess and the surgeon discovered a broken rod visually. The rod was removed and replaced with a 120 mm ti rod. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed bu a product engineer revealed that only the bumper, proximal rod, and broken cable were returned. It appears that a majority of wires broke at the crimp-side of the rod. Explants will be sent for further analysis. Unable to determine the cause of the event.